Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and pulmonary embolism ('pulmonary embolism') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pulmonary embolism (seriousness criterion medically significant), gastrointestinal disorder ("bowel problems"), gastric disorder ("stomach problems") and dyspnoea ("I couldnt hardly breath"). The patient was treated with apixaban (eliquis) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, pulmonary embolism, gastrointestinal disorder, gastric disorder and dyspnoea outcome was unknown. The reporter considered dyspnoea, gastric disorder, gastrointestinal disorder, medical device removal and pulmonary embolism to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:medical device removal, pulmonary embolism, gastrointestinal disorder, gastric disorder,dyspnoea incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.